Event description:
It was reported that the lead dislodged during the coronary artery bypass graft. The physician attempted to place the lead back into the ventricle without the use of an implant tool. Subsequently the lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the outer insulation had cosmetic environmental stress cracking and a breached cut. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage.